Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm how long the procedure was lengthened by?

Event description:
It was reported that during an unknown procedure, the clip was not released. This event led to a vessel lesion and a bleeding. The procedure was lengthened. The surgeon had to perform the vessel hemostasis and place a new clip. Another like device of a different lot number was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please confirm how long the procedure was lengthened by? The customer does not know.

Manufacturer narrative:
(B)(4). Batch # p91r5a. The analysis found that the mcm20 device was received with the cartridge cover broken and empty; the broken part from the cartridge cover was not returned. Due to this condition, no functional testing could be performed to evaluate the reported incident. A possible cause for the damages found is excessive force applied over the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.